Event description:
It was reported that customer experienced keypad anomaly. It was reported that the esc button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
No button/keypad response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window and cracked case near display window corners. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.